Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system locked up and was not able to be rebooted. There is no report of injury or death associated with the event described in this complaint.